Manufacturer narrative:
Service was performed by a getinge technician: the technician started the rotaflow console with its rotaflow drive no error message was displayed. The technician also checked the 2nd rotaflow console used during the event: no malfunction was found. The loaned device was installed (previously checked) in replacement of the involved rotaflow system. For a full check-up the first rotaflow drive will be sent for an additional check to (B)(6). A supplemental medwatch will be submitted after new information has been received.

Event description:
(B)(4) during use on a patient the rotaflow console displayed the sig error. The user replaced the ultrasonic cream. Then the device displayed the message "error head." Since this did not solve the problem, the perfusionist used another console with the same rotaflow drive. It did not solve the problem. The whole rotaflow system was exchanged. No harm to the patient was reported.

Manufacturer narrative:
The rotaflow drive was investigated by (B)(6). Error at first power not comprehensible. After dismantling the flow sensor and removing the"angle left "and angle right" (sensor cover) an oxidation of the ultrasonic ceramics can be seen: it can also be seen that some moisture has formed inside the sensor. This could have led to the oxidations to the drop of the coupling and the resulting error warning "sig" with high probability. The error message "error head" could not be reconstructed despited intensive test runs. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handles through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. A supplemental medwatch will be submitted after new information has been received.

Event description:
(B)(4).